Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on this right ventricular (rv) lead. Technical services (ts) reviewed and stated that the atrial fibrillation (af) was oversensed on the rv channel and were concerned if the lead was dislodged. Ts recommended to get an x-ray to check on leads. Quick convert anti-tachycardia pacing (atp) was delivered, and rv pace appeared to be detected on ra channel. This rv lead remains in service. No adverse patient effects were reported.